Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 the hcp was requesting a return product mailer kit. Per the hcp, the pump was explanted due to a ¿device failure or performance issue¿ per the information he had. The event date was unknown. The date of explant was (B)(6) 2018. No patient symptoms were reported. The hcp had no additional information. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation upon receipt indicate that the pump was delivering normal saline (100 mcg/ml at 10 mcg/day). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 via the return paperwork which indicated that the reason for explant was ¿device failure or malfunction¿. A device failure or malfunction was suspected. The pump was not replaced. Per the completed form, ¿the event occurred at a hospital, during surgery, or had a direct impact on the patient¿ and ¿a medical professional alleged a deficiency in the device performance¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.